Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000065897.

Event description:
It was reported that the patient experienced ineffective therapy due to a fractured lead. As a result, surgical intervention was undertaken on (B)(6) 2025 to replace the fractured lead. Therapy was restored post-operatively. It is unknown which lead fractured.

Manufacturer narrative:
Correction: b1 - product problem checked. Correction: h6 - medical device problem code updated.